Event description:
The duett sealing device was deployed and a loss of pressure was experienced prior to procoagulant delivery. After examination it was determined a radial tear had formed on the sealing balloon and the sleeve was also kinked. No adverse event resulted from this incident.